Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed in which signs of defective/fading ink was identified the reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the labeling on an exactamed oral syringe was fading away after one month of use. The labeling on the syringe was completely faded away including the graduation marks. It was not specified if a patient was involved in this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.